Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures broke during use on the patient? How many needles detached from the suture thread during use on the patient? How many sutures where discolored? A manufacturing record evaluation was performed for the finished device 101pch/vcp740z15 and no non conformances/manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ovarian cystectomy procedure on (B)(6) 2026 and suture was used. During an ovarian cystectomy for ovarian cancer, the suture was detached from the needle easily when trying to hold the needle with the needle-holder and taking out the suture from the package. Additionally, although the suture was not detached from the needle immediately, the suture was broken during the suturing process. The nurse reported that the suture had been discolored when the suture was checked. It was a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.